Manufacturer narrative:
Investigation summary: forty three sealed 31g x 5mm pen needle samples and four photos were returned from lot. No. 8003822, cat. No. 320595. Visual examination was carried out on all forty three samples and no issues were observed. Visual examination of the returned photos was also carried out and a broken patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples and based on the photos returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pen needle detached from the device and remained "in the patient's buttock". The patient was reported to have visited the hospital emergency room, where a "test performed rx (pelvis and sacroiliac joint)" was done. The test yielded "thready foreign matter in the soft tissues of the right buttock compatible with the pen needle reported by the patient". A pre-surgery examination was also completed, but the "family decided not to proceed.. Considering the invasiveness of the surgery".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pen needle detached from the device and remained "in the patient's buttock". The patient was reported to have visited the hospital emergency room, where a "test performed rx (pelvis and sacroiliac joint)" was done. The test yielded "thready foreign matter in the soft tissues of the right buttock compatible with the pen needle reported by the patient". A pre-surgery examination was also completed, but the "family decided not to proceed. Considering the invasiveness of the surgery".